Event description:
It was reported that, during a cori assisted tka surgery, the real intelligence robotic drill won't connect with robotic drill attachment. The surgery was completed, after a non-significant delay, changing to manual procedure. No injuries were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part # rob10013, serial # (B)(6) used for treatment, was returned for evaluation. The reported problem was visually confirmed. The wave spring was missing from the nosepiece. A functional evaluation was performed. The reported problem was confirmed. Testing found that the drill functioned normally once a wave spring was installed. The most likely cause for why the drill attachment would not properly connect to the drill was found to be the missing wave spring. Based on the usage count, it appears that the spring was installed and functional previously, however at some point it became removed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.